Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was wearing a tight dress and the insulin pump was hitting the skin. Customer's blood glucose reading at the time of the call was 83 mg/dl. No further information reported.